Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial thresholds rose after implant with intermittent capture and high impedance. The patient developed cellulitis and the implantable pulse generator (ipg) system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the connector problem. There was a connector pin observation. The analyst noted that no set screw marks were observed on the is-1 pin the distal resistance test was fluctuating appeared during testing. Destructive analysis was performed and confirmed that the distal conductor reading fluctuation was caused within the connector leg - pin, and it cannot be determined when and how that happened during the time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's right atrial (ra) lead was implanted with appropriate measurements. Post implant, the lead measured high/undefined pacing impedance. The pocket was re-opened and the physician noted that the lead pin was disconnected from the header. The device setscrew was questioned for straightness or poor connection. The lead pin was re-seated and the pocket closed. At a follow up visit, the ra lead again measured high/undefined impedance. Both the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was further reviewed and tested by rpi owned. No anomaly was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right atrial (ra) lead exhibited high thresholds and was no longer capturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted that there was no set screw marks on the is-1 pin, and that indicated the lead was not full inserted into the device. Lead was further reviewed and tested by rpi owned. The lead resistance test results were within normal range. If information is provided in the future, a supplemental report will be issued.